Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker device recorded a code 1003 due to high impedance battery condition detection. Technical services (ts) reviewed and recommended to replace this device within 90 days time. Ts stated that in this time, the device should continue to function normally. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device exhibited premature battery depletion (pbd). The plan was to have this device replaced. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that this pacemaker device recorded a code 1003 due to high impedance battery condition detection. Technical services (ts) reviewed and recommended to replace this device within 90 days time. Ts stated that in this time, the device should continue to function normally. This device currently remains in service. No adverse patient effects were reported.